Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer states the unit is shifted into AED mode at 200 gil. No info was provided on patient involvement.